Event description:
It was reported that an auxiliary control unit (acu) watch dog error occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. The right plunger case was cracked. The auxiliary control unit (acu) watch dog failure was found in the event history log. The technician was unable to duplicate the acu watchdog failure at power up, motor drive and occlusion tests. The root cause of the reported issue could not be determined. After inspection of main printed circuit board (pcb), there was no damage found. Replaced main pcb board as preventative measure.